Event description:
Removal of endosseous dental implant. Five implants were placed in class iii bone on 2-26-97 during a complex procedure in which bone augmentation was done. The clinician reports that the patient had an atrophic mandible. The implant in site #19 was removed on 3-19-97 due to pain, bleeding and swelling. The clinician reports that the failure may be due to poor to fair bone quality and anatomic location.